Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger being sticky, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the device would not reverse because the reverse locking mechanism was blocked. It was further observed that the moving parts did not move smoothly, and the device would not run because the motor was damaged. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check for sticky trigger, check function of device and check the power with power test bench. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.